Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook (pch) instrument did not cauterize. The procedure was completed at the time of the report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and was found to have a dislodged hook that is coming out of distal tip likely causing issue reported by the customer. The instrument was placed on the in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in hook. Initial findings were confirmed. The instrument failed electrical continuity test and had a dislodged hook. The instrument failed electrical continuity when the conductor wire was cut close to the yaw pulley. The conductor wire did not come out when it was tugged at lightly. The wire is crimped at the base of the hook inside the yaw pulley. It is possible that the dislodged hook can pull the conductor wire which could potentially lead to the wire breaking. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.